Manufacturer narrative:
Infusate seepage at the adhesive interface between the upper and lower housings was confirmed during failure analysis. The pump was disassembled during the analysis and all components of the pump were found to be free of damage or wear. Patient support was not impacted by the seepage and the performance of the pump was not degraded. The incident was noted approx 5 hours after pt support was initiated. Pt support was maintained for approx 5 days with no adverse impact to the pt. Evaluation summary: the subject pump was rec'd from the hosp on 19 days later and placed into bio-hazard containment. The pump was decontaminated and failure analysis was conducted. Visual examination of the pump found no signs of damage or abuse. The pump connector and infusion line had been cut off of the pump so confirmation of the pump serial number was not possible. (Note-the pump connector is permanently marked with the pump serial number). The pump lower housing was primed with saline and leak tested under pressure. A small amount of seepage from the pump at the interface between the upper and lower housings was confirmed. The area of the seepage was examined visually and under magnification, but no specific cause for the leak could be determined. The pump was disassembled and the internal components were examined. No evidence of damage, excessive wear, or abnormal operation of any component was noted.

Event description:
In 2007, infusate leakage was noted from the tandemheart pump at the joint between the upper and lower housings. Patient support was not interuppted and continued normally until the device was discontinued approx 5 days later.